Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for this system due to atrial intrinsic amplitude measurement out of range (0.3mv). Review of the stored right atrial automatic threshold (raat) electrograms showed evidence of atrial undersensing at automatic gain control (agc) 0.25mv. Review of the sensitivity settings could be considered if clinically appropriate. The system remains in service and no adverse patient effects were reported.